Manufacturer narrative:
Product complaint # (B)(4). With respect to the initial medwatch submission, (B)(4), the g4 "date received by manufacturer" was incorrectly reported. The correct g4 date is 01/18/2019. Please disregard the previous value.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. We received a clinical notification for revision due to infection. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee. Femoral component, tibial tray and tibial insert revised. The provided medical records were reviewed: the surgeon states the patient originally underwent a procedure to correct a bicondylar tibial plateau fracture and subsequently went on to develop post traumatic arthritis. The patient underwent a procedure to remove the knee hardware due to pain, which caused the patient to become infected with (B)(6) in the natural knee requiring multiple operations. Prior to the operation on (B)(6) 2018, the surgeon noted a decision was made to do a staged reconstruction by placing an antibiotic spacer and then coming back and doing the definitive revision. In the postoperative period of antibiotic spacer placement, the patient experienced pain, delayed wound healing, possible vascular injuries to the patient's leg from past trauma, and loosening of the antibiotic spacer. The operation to insert definitive implants was decided upon when knee cultures had no growth and there was no indication of ongoing infection. Product information was not provided. No reported device was returned to the company for investigation. None of the information provided confirms the complaint. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Subject ID: (B)(6). Clinical notification received for revision due to infection. Doi: (B)(6) 2014; dor: (B)(6) 2018, (left knee). Femoral component, tibial tray and tibial insert revised. It was noted that the antibiotic spacer construct that these products formed (for stage one of a two-stage knee revision treatment for infection), had loosened, at the tibial tray (specific interface unspecified).